Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 26 mmol/l. Customer complained about sensor reading discrepancies. Customer stated that the sensor went from 13 or 14 mmol/l to 5 or 6 mmol/l in the last 15 to 20 minutes. Current sensor glucose was 19.1 mmol/l but the blood glucose value was 26 mmol/l. An hour ago it was sg 7 mmol/l and bg 22 mmol/l. Customer had changed the infusion set about an hour ago. Customer treated with the insulin pump while on the call. Nothing further reported.